Event description:
The customer reported "intermittent readings" with the rad-g. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No errors were observed and no interuptions in measurements occured during testing. The unit was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "intermittent readings" with the rad-g. There was no patient impact or consequence reported.

Event description:
The customer reported "intermittent readings" with the rad-g. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 27977. Model number 9849 is associated with the gudid number. Part number 27977 is the subassembly to part number 9849. This supplemental MDR updates the model number to 9849 and brand name to rad-g to ensure correlation with the gudid number.

Manufacturer narrative:
Other text: UDI related data quality updates only. This correction includes the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols.

Event description:
The customer reported "intermittent readings" with the rad-g. There was no patient impact or consequence reported.